Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There have no other complaints reported in the lot number. Attempts have been made to obtain add'l info. A completed questionnaire has not been rec'd. (B)(4).

Event description:
A surgical coordinator reported that an intraocular lens (iol) exchange is planned for a pt due to an unexpected outcome and unsatisfactory results. A multifocal lens will be exchanged for a monofocal lens. The pt has reported difficulty seeing at near since the day after surgery. Add'l info has been requested.